Manufacturer narrative:
An MDR report is indicated for this complaint. It was reported that a patient was implanted with a prodisc c vivo implant on (B)(6) 2022. Patient was experiencing some neck pain and on a follow up x-ray it was found that the posterior side of the superior endplate had subsided into the vertebral body. The implant was removed on (B)(6) 2024 and the patient was converted to an acdf cage and plate system. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The prodisc c vivo device was returned and will be evaluated following the approved exponent prodisc c device evaluation protocol. The report will be issued under pdcv0009. The pdc vivo removal was caused by subsidence, a reason for the subsidence could not be determined during the investigation. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c vivo implant on (B)(6) 2022. Patient was experiencing some neck pain and on a follow up x-ray it was found that the posterior side of the superior endplate had subsided into the vertebral body. The implant was removed on (B)(6) 2024 and the patient was converted to an acdf cage and plate system.